Event description:
It was reported that during a davinci si hysterectomy procedure, the fenestrated bipolar forceps instrument was not being recognized by the davinci system robot. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was installed on an in-house da vinci robot system to be checked for recognition test. The da vinci robot system successfully recognized the instrument, showing 5 uses left. The pogo pins did not stick and they were not contaminated. Instrument passed electrical continuity test. The instrument was driven and moved intuitively, grips were able to open and close. Additional observation not reported by site was a frayed pitch cable at distal idler with scratches on the distal pulleys. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.